Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73g2000121 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Alleged quality issue/incident - medwatch report that was received by mail. The skin staples were being used to close the midline incision and after 10 or so staples were placed the stapler released multiple staples. The stapler was pulled back for inspection and when the trigger was pulled again it released the remaining staples. All pieces retrieved; staples were removed from the wound.